Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) suggested to check all the power connections. Site confirmed power connection are ok. Tse suggested to keep the system off for some time and later turn on if issue persist hen call back. Tse suggested site to call hospital electrical person as well to check all the power sockets. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report burning smell from vision side cart (vsc) rear side. Tse suggested to check all the power connections. Site confirmed power connections were ok. Tse suggested to keep the system off for sometime and later turn on if issue persist then call back. Tse suggested site to call hospital electrical person as well to check all the power sockets. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not fully identified, but the site was advised to power off the system and inspect it before proceeding. No system components were found to be damaged. The source of the burning smell could not be determined because the site did not call back with additional information. Despite the incident, the procedure was completed successfully in its original configuration.